Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side deflation. The device has been explanted and replaced.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.